Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed detect and treat testing. The cause for the failure was isolated to an open cable connecting the front therapy electrode to ECG "a". The root cause for the open cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing frequent gong alarms.